Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat in-stent restenosis in the mid right coronary artery (rca). The implanted stent had a protruding stent strut in the center of the vessel and when the rx trek balloon was dilated, the balloon ruptured at 10 atmospheres during the first inflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.